Event description:
Same case as #: 2134265-2009-01471. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 99% stenosed lesion was located in a moderately tortuous and severely calcified vessel. A taxus liberte' drug eluting stent was implanted distally however, due to the calcification, could not be fully expanded. A second taxus liberte' drug eluting stent was placed proximal to the first stent. This stent was post dilated to 20 atm's. The physician attempted to advance a balloon to post dilate the distal stent but was unable to pass it through the proximal stent. The pt was prescribed aspirin and plavix. About one week later the pt returned with a thrombosis of the distal stent. The pt had taken the medications as directed. Additional information has been requested but has not been available.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root case is considered anticipated procedural complication, because thrombosis is a known physiological effect of the procedure and is noted within the directions for use.